Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported that a dye and roller study was not planned as the pump has been completely shut off. The spinal surgery team was deciding whether or not to plan any further spinal surgery on the patient, and if so, who would remove the catheter. The pump and catheter would be replaced, but a date of explant and re-implantation had not been established yet as it could be in 2020.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) and a manufacturer representative regarding a patient receiving baclofen via an implantable pump. The dose and concentration were unknown. The indication for use was not reported. It was reported that the patient began not responding to intrathecal baclofen (itb) dose increases in (B)(6) 2018. The patient was irritable and experienced increased tone. A pump refill was performed on (B)(6) 2018; 16.2ml were aspirated when there should have been 6.2ml left in the pump. Again, the pump was emptied on (B)(6) 2018, and 14ml were removed when there should have been 9.0ml left in the pump. The hcp had concerns regarding the function of the pump. Since it may be some time before the hcp established if the patient needed a pump replacement, the hcp felt the safest thing to do was turn off the pump. Hcp requested the ¿pump off¿ password due to a possible malfunction. The pump was turned off but was still in situ. The pump would be returned to the device manufacturer once it was removed. The cause of the possible malfunction/concerns regarding the function of the pump was unable to be determined. The patient was weaned off itb because they could not accurately tell how much was being delivered. The patient commenced on oral baclofen, and symptoms improved. The patient was currently being managed on oral medication. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported that the catheter implant date was unknown. A date as to when the spinal teams would meet to decide whether to plan any further spinal surgery on the patient had not been confirmed yet.